Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the rf pic failed selftest alarm due to the blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor arm failed self-test and blank screen. The customer's blood glucose level was unknown at the time of the incident and current blood glucose level of the customer was 224 mg/dl. The customer¿s other blood glucose level was 230 mg/dl, 300 mg/dl and the customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.